Manufacturer narrative:
The patient remains ongoing with the MFR's clinical trial I vad and the explanted device has been returned and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced yellow battery and low voltage advisory alarms. The battery lasted four mins; however, the pump continued to flow during the event. The following day, intermittent yellow wrench and red heart alarms occurred. Waveforms were evaluated and it was noted that there were inflow valve incompetence and bearing failure. The patient is not a candidate for a heart transplant; however, he is a candidate for long term support or destination therapy. As a result a decision was made by the surgeon to replace the lvad with the MFR's clinical trial lvad. The patient remains ongoing with the MFR's clinical trial lvad. The pump was returned to the MFR for analysis.